Event description:
Hospitalized due to high blood glucose. Reviewed programming and it appeared to be correct. Customer is off pump at time of call on insulin drip. Customer last changed reservoir and tubing in december as reflected in the status screen. Reviewed insertion technique.